Manufacturer narrative:
Per the clinic, the patient underwent a skin revision under general anesthesia on (B)(6), 2023. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on july 11, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report

Manufacturer narrative:
Per the clinic, the patient experienced a tissue breakdown at implant site. The device was explanted on (B)(6) 2023 and re-implantation is planned but had not taken place at the time of this report.